Event description:
While transporting a patient from the ed, the stretcher was placed in steer mode but would not move. The staff member continued to try to operate the stretcher and push forward but the zoom/motor did not engage. Suddenly the stretcher jerked forward at a very fast pace and the staff member could not stop it. The stretcher rammed into a sink cabinet and physically damaged the property. A patient was in the stretcher during this event. No patient injury has been reported. The staff member reported an injury due to the stretcher movement. The OEM, stryker, evaluated the stretcher in conjunction with biomedical engineering. The load cell was faulty and was replaced. The facility has had multiple reports similar to this situation, each time requiring a new load cell. FDA safety report ID# (B)(4).